Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info . The pt called alleging that their meter was set in the wrong unit of measurement. They had to be taken to the hosp three weeks ago, because they were not able to test their blood glucose on the meter. They were treated with insulin at the hosp. No info on what their blood glucose reading was at the hosp. No info on what their blood glucose reading was at the hosp. Their meter was set previously to the correct unit of measurement and they did not recently change the unit of measurement. At this time, this case is being reported as a malfunction, since changing the battery did not cause the unit of measurement to change and the pt did not recently change the unit of measurement.